Event description:
It was reported that the ventricular lead exhibited high thresholds greater than 2.0 v. During interrogation lead impedance was high in the unipolar configuration. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.